Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. He filled the tubing three times. Customer's blood glucose level was 242 mg/dl. He was unable to remove the tubing connector with some pliers and when he tried to do a plunger push insulin was wasted all over the place. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Evaluated one opened/used reservoir performed visual inspection and failed per inspection due to snap-cap and septum missing.